Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the touchscreen needed to be calibrated. After the touchscreen was calibrated, the system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the surgeon monitor touch screen seems to be off by a few millimeters when touched with the stylus. This issue was noted outside of a procedure, and there was no patient involvement.